Event description:
A surgeon reported a case of 'small focus' of stage 1 dlk (diffuse lamellar keratitis), noted under nasal edge flap of the right eye, at one day post bilateral lasik surgery. Reporter informed that the patient was prescribed oral steroids. Add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l when add'l reportable info becomes available. Add'l info has been requested. (B)(4).